Event description:
The reporter indicated that the pt came in due to shock delivery. The physician determined that shocks were appropriate. Reform was performed with a charge time of 11 seconds. Subsequent battery time test resulted in a 30 second charge time with a 3.8v post charge. Charge battery voltage. The device is to be replaced. The device is to be returned for analysis.